Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy and was presented to the ER. It was observed that the device was oversensing. Further information could not be obtained at this time.